Manufacturer narrative:
Section h10: (h3) the evaluation noted in the reported revision of a bipolar head due to the patient was super active and fractured their pelvis. The patient was stable as they left the operating room and this did not cause a delay. In accordance with hospital policy we are unable to return the explants. No other information available at this time. A known surgical risk for total hip revision is potential bone fracture. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the bone fracture was the patient¿s activity. (D11) concomitant device(s): cocr head (cn: 142-28-03, sn/ln: (B)(6). No information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (expiration date), d6, and h4. The following section(s) have additional info; b5, g4, g7, h1, h2, h3, h6, and h7.

Event description:
Revision of a bipolar head due to the patient was super active and fractured their pelvis. The patient was stable as they left the operating room and this did not cause a delay. In accordance with hospital policy we are unable to return the explants. No other information available at this time. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. The most likely cause for the bone fracture was the patient¿s activity.

Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): cocr head (cn: 142-28-03, sn/ln: (B)(4)).

Event description:
Revision of a bipolar because the patient was super active and fractured their pelvis. The patient was stable as they left the operating room and this did not cause a delay. In accordance with hospital policy we are unable to return the explants.